Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
MFR ref no:(B)(4), the device was returned to baxter and an evaluation was performed. The evaluation confirmed but did nto reproduce the system error 105. The reported symptom was observed during power up and caused by severed motor mount screws. The motor assembly and screws were replaced to correct this condition.